Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When confidence was used, it was found that the back end of the bone cement device was loose, causing leakage problems. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). It was determined that this device did not cause or contribute to the reported event. As such, it is considered a related device (concomitant). This was identified after the initial medwatch was filed. It should be noted that this device is not reportable.